Manufacturer narrative:
Difficult to advance: the root cause of the difficulty in advancing the pump was most likely patient condition related owing to the patient's anatomy based on the provided clinical details. Placement signal issue: the root cause of the placement signal issue was most likely sensor break likely due to shockwave interaction based on the provided clinical details and data log analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73 year-old male with a history of coronary artery disease, chronic obstructive pulmonary disease, hyperlipidemia, hypertension, and left below-knee amputation was evaluated for coronary artery bypass graft surgery and determined not to be a surgical candidate. The patient was admitted for high-risk percutaneous coronary intervention with planned circulatory support using an impella cp device. During the procedure, the impella cp was inserted through the common femoral artery but could not be advanced into the aorta. The device was removed, and a second attempt at advancement was made, which was also unsuccessful. A new impella cp device was then inserted however, difficulty was again encountered advancing the device into the descending aorta. On a subsequent attempt, the new impella cp device was successfully advanced into the descending aorta and positioned appropriately within the left ventricle. During the percutaneous coronary intervention, intravascular shockwave therapy was applied to an ostial left main coronary artery lesion. At that time, the optical sensor of the impella cp device became nonfunctional. Despite loss of optical sensor signal, the impella cp continued to provide circulatory support and operated without interruption for the remainder of the procedure. After completion of the coronary intervention and confirmation of satisfactory results by the treating physician, the impella cp device was gradually weaned and successfully explanted without complication or concern. The difficulty in impella passing into the aorta is more likely caused by the patient¿s aortic anatomy/structure, which caused difficulty even after exchanging the pump. No device malfunction affecting circulatory support was reported, and management decisions were based on procedural and clinical considerations.